Manufacturer narrative:
Following a most recent FDA inspection, this incident is being retrospectively reported. No device evaluation could be performed as the device was not returned to the manufacturer. No patient harm or death reported. The DHR was reviewed for lot 708339, part number: 120-7800, which was manufactured in feb 2016. Device history record review of the product assembly and packaging was recorded as adhering to specified requirements for final inspection and released 26th feb 2016. (B)(4). It was not possible to replicate the failure by our production engineer. The root cause of the screw falling out could not be established as device was not returned for evaluation. All logi grasps produced under lot number 708339 have been sold. No other issues have been reported relating to this batch number. A review of all complaints indicated that this is the first complaint of this nature in relation to the single use graspers and therefore is an insolated incident.

Event description:
A distributor reported a complaint to surgical innovations. The complaint details state, an incident occured at a hospital in (B)(6) with a logigrasp (120-7800) device. A screw which connects the jaws fell down in the abdominal cavity (or it was not present in the instrument) and the jaws detached from the insert. The screw could not be found.